Event description:
During implant, the right ventricular (rv) lead failed to sense despite numerous repositioning attempts, prolonging the procedure by one hour. A different lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Visual, x-ray, and electrical analysis of lead were normal. No physical damage, insulation breaches, open circuits or internal shorts were identified in the lead. The cause of the sensing issue noted during the implant procedure could not be conclusively determined.